Event description:
It was reported that a surgical intervention was performed on 2012 (B)(6). The physician removed and replaced extensions (2) due to no stim and high impendences following previous battery replacement in (B)(6). It was believed extensions were cut at that time. Patient injury was noted as yes (incisions). Patient outcome was noted as recovered without sequelae from or. Patient stim was turned on following surgery and the patient was getting good coverage. Additional information from 2012 (B)(6) noted that the patient was getting good coverage post extension replacement.

Manufacturer narrative:
Product ID 39565-30, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product typ recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3708140, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product typ extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product typ extension.

Manufacturer narrative:
Analysis of the extension, serial # (B)(4), found no significant anomaly. There was a cut through the body and the product was segmented. Analysis of the extension, serial # (B)(4), found a cut on the outer insulation of the body with conductors #1 and #4 cut in the area. Circuits #1 and #4 were found to be open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.